Manufacturer narrative:
(B)(4).

Event description:
Procedure type: colectomy. According to the reporter: the black knob fell from the dst gia during an anastomosis. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 mins. There was no unanticipated tissue loss.